Event description:
It was reported that there were different battery voltage readings on the same day and that one of the readings triggered an elective replacement indicator. The device is still in use and may be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.